Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73h1800144 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue ot monitor and trend related events.

Event description:
It was reported that when the clips deployed they came off track.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly in the jaws of the device. It was also observed that one of the centering tabs at the distal end of the channel was bent inwards. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The second clip was unable to properly load into the jaws of the applier. This was repeated two more times with the same result. The device was disassembled in order to inspect the internal components. No other defects or damages were found. Based on the observed damage, it appears that a significant side pressure was applied to the centering tab which caused it to bend. The damage to the centering tab prevented the clips from loading properly. The sample was returned with 8 clips remaining indicating that 7 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip not loading properly" was confirmed based upon the sample received. Upon functional inspection, the clips were unable to load properly. The returned sample had one of the centering tabs in the channel bent inwards. Based on the observed damage, it appears that a significant side pressure was applied to the centering tab which caused it to bend. The damage to the centering tab prevented the clips from loading properly. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that when the clips deployed they came off track.